Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, excruciating pain with intercourse, pelvic inflammation and pressure, recurrent urinary tract infections, mesh erosion, protrusion, chronic urinary incontinence and physical pain. It was reported that patient underwent revision and partial mesh removal and stent placed in right kidney on (B)(6) 2013 due to mesh protrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time